Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reep1762 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the needle in the tray used to access a patient¿s vein shredded the guide wire when it was being inserted into the patient¿s vein. Additional information received 07/01/2020: statlock securement device used with PICC.